Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a lens issue and the downstream occlusion sensor was bubbled. There was no patient injury.

Manufacturer narrative:
Other text: returned device was received in decent physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the device was scratched, scuffed and damaged from an unknown source. The lcd lens screen was replaced as well as the dso seal. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.